Event description:
It was reported that the patient's lead migrated into the ipg pocket site. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Reportedly, therapy was restored post-operatively.